Event description:
The manufacturer received information alleging particles in air path related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to CPAP device's sound abatement foam. There is no allegation of serious or permanent harm or injury. The device was returned to the third party service center for further evaluation. Internal and external aspect of the device was inspected. No presence of visible foam degrdartion was observed and the unit was scrapped.